Event description:
Customer alleged back to back blood glucose results of 92 mg/dl on the aviva system compared to 47 mg/dl, when testing was performed on a professional meter within 5 minutes. Customer reported symptoms of low blood glucose and self-treated with graham cracker and orange juice. Customer reported feeling better within 30 minutes. A request was made for the return of the suspect device and replacement product was sent.